Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an antibiotic (250 ml) was expected to infuse over 1 hour and the nurse found the bag empty 10 minutes after the start of the infusion. The infusion pump displayed 50 minutes were remaining for the infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an infusion bag emptying 10 minutes after the start of the infusion was not confirmed. Visual inspection of the primary and secondary sets showed no anomalies. Functional testing showed no leaking or other anomalies. There was no backflow of the secondary fluid past the check valve of the primary set. The event pump module was not returned for investigation. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that an antibiotic (250 ml) was expected to infuse over 1 hour and the nurse found the bag empty 10 minutes after the start of the infusion. The infusion pump displayed 50 minutes were remaining for the infusion. No patient harm was reported.